Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and the physician may consider to change the program mode or lead revision. This ra lead remains in service. No adverse patient effects were reported.